Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0406 captures the reportable event of stent deployment suture knotted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used to treat an unresectable esophageal cancer during a stent placement procedure performed on (B)(6) 2024. During the procedure, the deployment of the stent was initiated, but the suture became stuck, and the stent could not be further deployed. The physician attempted to slightly reposition the stent and retry the deployment; however, the suture remained lodged, preventing the stent from being released. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.